Manufacturer narrative:
Mfg plant received sample for evaluation today, 8/20/97. Will submit follow-up report when evaluation completed. 10/2/97 evaluation completed: actual complaint sample was received and visually inspected. An incomplete seal was detected at the pump segment to tee connector location. The sample was water leat tested; a water leak was detected at pump segment tee connector location. Conclusion: a leak at pump segment to tee connector joint was confirmed. The cause was probably due to an incomplete bond. Since march of this year, a corrective action was put into place to address this problem. Steps were taken to prevent the automatic dispenser from sticking and to more adequately spread the solvent around the tubing. Complaint is closed. Co will continue to monitor the effects of this corrective action.

Event description:
Facility reports that seal below the pump segment was not intact. This was noted early into the treatment. The line was changed and the treatment resumed. This was the first use for this line, ebl 50cc. Hct. Post was 33.1 hct. Pre-incident, 33.1 no patient injury reported. The line is available for return and evaluation. A mailer has been sent to the facility for sample return.